Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the generator exhibited e433 error due to a defective high voltage power supply board. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the board was faulty, resulting in insufficient output power. The error message e433 occurs during device start, if the r.m.s. Value of the output signal, set to a test value, falls below the intended limit of 130v, which normally indicates a low-impedance diode chain. For safety reasons, the esg-400 will then be restarted. If the cause of the error remains, unlimited permanent restarts may be the result. The device is then no longer operational. Any error messages that may appear during operation are triggered by the safety system of the esg-400 and communicated visually and acoustically to the user. They are part of the device's own security concept. In particularly critical cases, further use of the device is prevented by the security system until the error has been corrected. The customer is required to check the function of all devices used prior to a procedure. In addition, according to IFU (instructions for us), a suitable replacement device must be provided during an application. Olympus will continue to monitor field performance for this device.